Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) episodes. Upon examination of the lead, it was noted that the right ventricular (rv) lead had no capture threshold. The physician reprogrammed the rv lead. The patient was in stable condition.

Event description:
New information received notes the right ventricular (rv) lead had non-sustained right ventricular oversensing alert and loss of capture threshold when checked on (B)(6) 2022. Programming changes were made to the lead. The patient was in stable condition.